Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#(B)(4), implanted: (B)(6) 2009, product type lead. Product ID: neu_recharger_acc, product type recharger. Product ID: neu_ptm_prog, product type programmer. (B)(4).

Event description:
The patient saw the screen on the recharger that showed a lightning bolt and when they went to press the implantable neurostimulator (ins) on button and got a shock. The patient tried recharging on the day of the report and got shocked. It was noted that the patient did fall but had not taken a bad fall lately. If additional information is received, a follow-up report will be sent.